Event description:
It has been reported to us that while the physician was attempting to remove the stent balloon catheter through the guide catheter, the stent caught on the tip of the guide catheter and became dislodged. The physician had inserted the guide catheter into the pt. The physician had inserted pre-dilatation balloon into the pt and performed dilatation on the vessel. The physician inserted the stent delivery catheter through the guide catheter and felt resistance between them. The physician pushed the stent delivery catheter strongly and the tip of the stent delivery catheter came out the tip of the guide catheter. The physician attempted to advance the stent delivery catheter across the lesion, however, the device would not cross the lesion. The physician attempted to pull the stent delivery catheter back through the guide catheter and the stent became caught on the tip of the guide catheter and became dislodged. The physician then inserted a goose neck snare and was about to successfully remove the dislodged stent from the pt. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.